Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system ¿controller 2.0, model #: 1420 / catalog #: 1420/ expiration date: 30-oct-2020 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 02-oct-2019, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿battery, model #: 1650 / catalog #: 1650/ expiration date: 30-sep-2021 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 25-sep-2020, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿battery, model #: 1650 / catalog #: 1650/ expiration date: 28-feb-2019 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 20-feb-2018, labeled for single use: no, (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient had a driveline cable infection suspected. The patient was found at home, with two dead batteries connected. There was another battery that was lying next to the patient. The patient had a temperature of 41 degree celsius and was unresponsive. The patient's temperature was lowered. There was signs of massive infection at the ascending driveline. The patient is a wake but does not respond adequately to speech. Cultures were taken but the result were not provided and symptomatic treatment was performed. The it was further reported that the controller exhibited unexpected loss of power and controller fault alarm, and that two batteries exhibited critical battery alarms and the vad exhibited low flow alarms. The controller , the batteries and the vad remain in use and .no further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) ((B)(6)), the controller ((B)(6)), and two batteries ((B)(6) were not returned for evaluation. Log file analysis revealed three controller power up events with associated pump start events logged on 04-jan-2022 at 00:59:34 and on 18-jan-2022 at 21:32:41 and at 21:35:14. No anomalies were observed leading up to these losses of power. The controller was off for 16 seconds, 11 seconds, and 2 minutes and 29 seconds, respectively. Log file analysis also revealed 80 critical battery alarms and 27 controller fault alarms on 19-jan-2020. The critical battery alarms involving (B)(6) and (B)(6) were logged due to the batteries depleting below 10% relative state of charge (rsoc). Both batteries were then allowed to continue depleting. A controller fault alarm will occur if the battery is approaching 0% rsoc. Log file analysis revealed a controller power up event on 19-jan-2022 at 14:02:03. The data point recorded before the power up event revealed that (B)(6) was connected to power port one and (B)(6) was connected to power port two; both batteries were allowed to deplete completely, resulting in a loss of power to the controller. Several additional power up events were then logged between 14:07:39 and 18:07:01. The controller was without power for a total of 3 hours, 59 minutes and 22 seconds. Additionally, log file analysis revealed a transient decrease in power consumption and estimated flows beginning on 19-jan-2022 and a low flow alarm logged on 20-jan-2022 at 00:26:02. As a result, the reported critical battery alarms, controller fault alarms, losses of power, and low flow events were confirmed. Information provided by the site indicated that the patient had a driveline cable infection suspected. The patient was found at home, with two dead batteries connected. There was another battery that was lying next to the patient. The patient had a temperature of 41 degree celsius and was unresponsive. The patient's temperature was lowered. There was signs of massive infection at the ascending driveline. The patient is a wake but does not respond adequately to speech. Cultures were taken but the result were not provided and symptomatic treatment was performed. Based on the available information, the devices may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. A possible root cause of the losses of power logged on 04-jan-2022 and on 18-jan-2022 can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Based on the available information, a possible root cause of the reported critical battery alarms, controller fault alarms, and losses of power on 19-jan-2022 can be attributed, but not limited, to the batteries depleting below 10%; the batteries likely recovered enough charge to start the controller again, but quickly depleted, causing additional controller power up events. Per the instructions for use, infection is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of driveline infection. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course, including care of the driveline exit site. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: (B)(6), h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d15 d4: (B)(6), h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: (B)(6), h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.